Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that twice in the past month the insulin gauge displayed 0 units despite the customer filling the cartridge the day before. In addition, customer stated the battery gauge jumped from 5% to 90% back down to 3% within a few hours. Customer reported blood glucose level was 150 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.